Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during the implant attempt, the physician attempted to advance nine different stylets through the lead, without success. Because of this, the physician was unable to make the correct "j" shape in order to affix the lead in the right atrium. The lead was not used, and another lead was successfully implanted. No patient complications have been reported as a result of this event.